Event description:
A peritoneal dialysis (pd) nurse reported during follow up that the patient was admitted to the hospital on an unknown date in (B)(6) 2012 due to peritonitis. This reporting nurse stated that the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique during treatment. There was no allegation of device malfunction. There were no reported fluid leaks during treatment prior to the infection. The date of the patient's discharge from the hospital was unknown.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Several unsuccessful attempts have been made to obtain medical records related to the event. If additional information should become available, a follow-up report will be submitted.